Event description:
It was reported during hip procedure the 130 degree right affixus nail would not attach to the 130 degree insertion jig within the affixus hip fracture nail instrument set. The notches and size of the proximal portion of the nail did not correlate with the correct insertion jig, and therefore the scrub tech and surgeon were unable to utilize the nail for insertion into the patient. Another affixus nail of the same size was used to finish the procedure .

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation of returned device found implant to be out of design specifications. A dimensional evaluation was performed and confirmed that one of the slots was not conforming to the drawing specifications when released to stock. This was considered an isolated case.